Manufacturer narrative:
A device service history review has been performed and identified that the unit was manufactured in 2022 and no other similar event has been reported, neither concerning trend has been identified. It cannot be ruled out that the most likely root cause of stirrer motor failure is wear of the part with the contribution of the action of disinfectants during disinfection procedures and environmental condition in which the component was working, as high temperatures, humidity, and condensation. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in london, united kingdom. After the second event, a livanova field service engineer was dispatched to the customer site, and on inspection, the engineer found that the stirrer motor was not working. To solve the issue, a new stirrer motor, a distribution board and a cpu board were replaced. Temperature sensors were re-calibrated. Functional and electrical checks carried out satisfactory, device was thoroughly functionally tested and returned to service based on all this information, it is reasonable to assume that defective stirrer motor caused overload on the boards that caused overheating and the reported smoke and later also the error about the stuck stirrer motor.

Event description:
Livanova deutschland received a report that smoke was seen from a heater-cooler system 3t device when it was filled with water and turned on during servicing. There was no patient involvement. One week after above event, without any technical service carried out, the same 3t heater cooler displayed an error message (e05 code) on patient side associated to stirring mechanism that does not start during service. Again, there was no patient involvement.